Manufacturer narrative:
A sample was not received for the investigation and a device history record review could not be performed because a lot number was not received with the complaint therefore were unable to perform a follow up investigation to include functional and visual evaluations. Based on the information available to us, we were unable to confirm the event. A corrective action is not applicable at this time. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a nurse was stuck with a used needle after attempting to engage the safety mechanism. The colleague reports that the tube that is pushed up over the needle after use and then twisted to lock became stuck halfway up and did not fully protect the needle. The colleague attempted to apply additional force to push the tube up and their hand slipped causing their hand to strike the exposed portion of the needle. Additional information received on 07feb2024 stated that the nurse went to occupational health and right after the incident, the nurse went to the ed. First aid was done and blood was drawn. All labs were negative. The nurse will have more labs drawn at the next appointment on (B)(6) 2024.